Manufacturer narrative:
Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 580 mg/dl. The cause of the elevated bg was due to an occlusion. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. The hospital staff also identified that the customer experienced diabetic ketoacidosis (dka) because of the elevated bg. The customer was treated with intravenous (IV) fluids of saline and insulin to address the elevated bg. Customer was discharged 6 days later, (B)(6) 2024 with the issue resolved and no permanent damage. No additional patient or event information was available.